Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter pscc100 pulseselect, the catheter was hard to position on the posterior wall and left veins after the first applications on the left superior pulmonary vein. The electrodes array was not easy to place on tissue as usual, and force was required to achieve good contact. The positioning on the right side was better, but upon removal from the body, a kink was observed on one side of the array, prompting the need for catheter analysis. It was suspected that during preparation, the array might have been kinked to fit into the capture device, although no noticeable strength was applied. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.